Manufacturer narrative:
The device was not returned for evaluation. Device history review: all devices accepted into final goods conformed to specification. Complaint history review: there have been no similar reported events for the reported lot. The exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The 3.2mm pilot wire became captive in the right glenoid baseplate centering guide. It was a new sterile pilot wire used only once. The instrument set was from a national loaner bank. A second new 3.2mm pilot wire was opened. The new wire would not pass through the right glenoid baseplate centering guide. The new wire passed easily through the left glenoid baseplate centering guide. The new wire was drilled free hand and its position was verified under fluoroscopy.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The 3.2mm pilot wire became captive in the right glenoid baseplate centering guide. It was a new sterile pilot wire used only once. The instrument set was from a national loaner bank. A second new 3.2mm pilot wire was opened. The new wire would not pass through the right glenoid baseplate centering guide. The new wire passed easily through the left glenoid baseplate centering guide. The new wire was drilled free hand and its position was verified under fluoroscopy.